Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #050701-a was inspected, and the needle mechanism functions were tested adn were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that today at the bank and patient heard a sound and noticed that the needle button popped out. The patient confirmed that he did not push the needle release button by error.